Event description:
A 2.4mm ti lc-dcp plate, implanted to repair a mandible fracture, was noted as broken on post-operative x-ray. During revision surgery, the broken plate was removed and replaced with a locking reconstruction plate.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.